Event description:
Support bar used in pectus repair slipped - revision done with use of stabilizer bars. 2 bars unsed (13 inches each) 3 sutures on end of each bar (total - 12) dx of slippage 7/16/98. Bar titled approx 45 degrees. Add'l stabilization done 7/22/98 - 2 immobilizers on right side only bars resutured - pt condition good. Thoroscopic control used with procedures.